Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used combined pak was visually inspected, and no obvious defects were found. The ID tabs and the infusion chamber were intact. The returned manifolds, probe connectors, and components were found to be in good condition. The connectors were connected to the cassette and handpiece without any interference. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the console screen. The product was tested using the console with the current software. The product could prime, tune with the ultrasonic handpiece, the 0.9millimitter aspiration bypass system (abs) tip from the lab stock and returned infusion sleeve and pass intraocular pressure (iop) calibration successfully. The product was recognized as combined cassette on the console. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No bubble was observed in the nifs fluid path before the cleaning process. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage or occlusion was detected from the handpiece, infusion manifold, cassette, irrigation aspiration (I/a) manifold, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The product passed functionality per procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that occlusion occurred during the cataract/vitrectomy combination surgery. The surgery was completed on same day. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).